Manufacturer narrative:
Additional information can be found in the following sections: date of report, concomitant medical products , PMA/510k, and if follow-up, what type. (B)(4) - the harmonic ace instrument was returned to intuitive surgical, in. (Isi) for evaluation. Failure analysis confirmed the customer reported complaint of "part of the blade on the shears was missing". The instrument was found to have one of the blades broken. The broken blade measured approximately .400¿ in length. The broken piece was returned with no material missing. Any inadvertent contact with staples, clips, or other instruments while the device is activated may result in a cracked or broken blade. Blade damage may be detected by the generator with a solid tone or an error. Scratches on the blade tip may also lead to premature blade failure. The root cause of this failure is fatigue failure due to mishandling/misuse.

Event description:
Refer toadditional for follow-up information.

Manufacturer narrative:
The harmonic ace instrument has not been returned to isi for evaluation. Therefore, the root cause of the customer reported issue cannot be determined. If additional information is received, a follow-up MDR will be submitted to the FDA. Based on the current information provided, this complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, while attempting to remove the instrument, the harmonic ace instrument blade allegedly broke off and fell inside the patient. At this time, the root cause of the customer reported failure mode is unknown.

Event description:
It was reported that during a da vinci-assisted total benign hysterectomy surgical procedure, the shears were not working properly on the harmonic instrument and multiple error messages were received. The message was prompting to retrieve pressure on the blade and remove the instrument, clean blade and tighten assembly. The customer stated that the debris was cleaned off the shears; however, when the instrument was removed, a part of the shear's blade was missing. The patient cavity was assessed and the missing piece was removed during the same procedure. The procedure was completed with no reported injury. On 01/02/2019, intuitive surgical, inc. (Isi) contacted the initial reporter of this complaint to obtain additional information regarding the reported event. The surgeon was performing a hysterectomy with ps bso/soft tissue incision. The instrument was inspected prior to use. The instrument was not used for a long time before the fragment fell into the patient. The instrument did not make any contact with other hard material during the surgical procedure. However, the customer removed the instrument due to error messages. The wrist of the instrument was straight upon removal. The customer reported that the procedure was completed laparoscopically /robotically. There were no post-operative tests performed to check for remaining fragments. There was no harm to the patient.